Event description:
It was reported that during a lap nissen procedure, a solid tone was heard. Another shear was used with no result. A third shear was opened and the case was successfully completed. There was no pt consequence.

Manufacturer narrative:
The analysis found that device (a) was returned with the blade scratched and cracked. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert states: (scratches on the blade may lead to premature blade failure). Device (b) was returned with the blade gouged and cracked. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert states: (avoid accidental contact with other instruments during use.) Due to the damage to the blades, it was confirmed that the devices were non-functional. The batch history records were reviewed with no anomalies noted during the mfg process.